Event description:
Siemens was notified on (B)(4) 2013 that during discussions, it was identified that syngo rt therapist versions 2.x and 4.x displays different behaviors with respect to automatic image center alignment before calculating table offsets for pt setup. Reportedly, the risk is that rt therapist version 4.x automatically aligns the image center when the image is opened. Whereas, in rt therapist 2.x the user has to perform this step manually before using the image for offset calculation. Therapists working with the rt therapist version 2.x would be used to this behavior and consider the additional task in their daily workflow. However, a therapist used to working with rt therapist 4.x may not align the image center manually. As a result, an incorrect table offset may be calculated and applied for treatment. There is no report of mistreatment of injury to a pt.

Manufacturer narrative:
Siemens' investigation into the reported issue is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation.